Event description:
Customer experienced an on-going issue (for several months) with imprecision with ggt and co2. No erroneous results were reported. Multiple patient results have been affected with erratic results, only the following examples were provided which occurred on (B) (6) 2009. Initial ggt result 0 u per l, repeated on p module gave 65 u per l. Initial co2 result 0 mmol per l, repeated in normal range on p module. According to customer, these are typical results she had been receiving, she did not provide any additional results.

Manufacturer narrative:
The field service representative determined a multi-switch valve was not opening correctly which caused the discrepancies. He cleaned the multi-switch valve and performed calibration and quality control which were successful.